Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was delivered inside the artery of a patient. There were no reports of patient injury. A different physician informed the rep today that after checking the patient and conducting a computed tomography (CT) scan, the sealant was not causing any issues, and no intervention was needed. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was delivered inside the artery of a patient. It was confirmed that the plug was deployed intravascularly when the patient saw a vascular surgeon afterward, and a CT scan showed that some of the sealant was in the vessel at the insertion site. However, it was not causing any harm or damage, so no additional intervention was needed. There were no reports of patient injury. The mynx vcd was used in an interventional procedure. The deployer was trained in the use of the mynx device. The suitability of the femoral artery was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was in good condition, and its diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of pvd/calcium in the vicinity of the puncture site. The vessel was confirmed to be less than 5 mm. The device will not be returned for evaluation.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was delivered inside the artery of a patient. It was confirmed that the plug was deployed intravascularly when the patient saw a vascular surgeon afterward, and a CT scan showed that some of the sealant was in the vessel at the insertion site. However, it was not causing any harm or damage, so no additional intervention was needed. There were no reports of patient injury. The mynx vcd was used in an interventional procedure. The deployer was trained in the use of the mynx device. The suitability of the femoral artery was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was in good condition, and its diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of pvd/calcium in the vicinity of the puncture site. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) was delivered inside the artery of a patient. It was confirmed that the plug was deployed intravascularly when the patient saw a vascular surgeon afterward, and a CT scan showed that some of the sealant was in the vessel at the insertion site. However, it was not causing any harm or damage, so no additional intervention was needed. There were no reports of patient injury. The mynx vcd was used in an interventional procedure. The deployer was trained in the use of the mynx device. The suitability of the femoral artery was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was in good condition, and its diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of pvd/calcium in the vicinity of the puncture site. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿sealant inaccurate placement (intravascular)¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.